Event description:
This event involves a carestream x-ray portable unit. We had an incident this morning when the x-ray tube housing fell off the arm. The photos are of the rotational brake and yoke assembly. The shaft broke at the weld on the tube assembly. I do not understand how the vendor would weld the shaft in lieu of a solid shaft is beyond me. We were very fortunate that this did not occur while over the patient or significant injury would have occurred. The carestream fsr is on their way to evaluate. I have no choice but to take the other carestream portable out of service. I am concerned for the other facilities with the same system. Also attached is the model and serial number details for this portable.